Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('finally the monsters removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthritis ("arthritis") and cyst ("cysts"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthritis and cyst outcome was unknown. The reporter considered arthritis, cyst and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event added medical device removal. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant crampy pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polyarthritis ("arthritis/ very severe in some joints"), cyst ("cysts"), slipping rib syndrome ("I actually pulled 3-4 ribs out from my spine doing planks"), joint stiffness ("very painful stiff joints"), arthralgia ("very painful stiff joints"), musculoskeletal chest pain ("extremely painful"), plantar fasciitis ("plantar fasciitis ") and stress fracture ("stress fracture") and was found to have antinuclear antibody positive ("very positive ana"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, polyarthritis, cyst, joint stiffness, arthralgia, antinuclear antibody positive, plantar fasciitis and stress fracture outcome was unknown and the slipping rib syndrome and musculoskeletal chest pain had not resolved. The reporter considered musculoskeletal chest pain to be unrelated to essure. The reporter considered antinuclear antibody positive, arthralgia, cyst, joint stiffness, pelvic pain, plantar fasciitis, polyarthritis, slipping rib syndrome and stress fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events pelvic pain, slipping ribs syndrome, joint stiffness, arthralgia, musculoskeletal chest pain, antinuclear antibody positive, plantar fasciitis, stress fracture were added. Previously verbatim term arthritis was changed to arthritis/ very severe in some joints. Event medical device removal was deleted and captured as a non-drug treatment for pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.